Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl. Cause of bg level was not known. Customer went to the emergency room and reportedly was in diabetic ketoacidosis (dka). Customer was treated with intravenous fluids of saline and insulin and was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer declined troubleshooting. No additional information was able to be obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.